Event description:
Caller indicated the assure platinum was giving variable results. Resident began acting odd at about 4 pm, so (B)(6) checked bg levels and the test results were 242mg/dl, at 5:27 pm the resident became unresponsive she retested and the results were 73mg/dl, she gave the resident gluco gone and retested using the same meter and the result were 121mg/dl. At 5:45pm, the resident became responsive at 5:50pm tested her results were 253mg/dl - nurse immediately retested using the same drop of blood and a new meter and strips and the results were 66mg/dl. Final test was performed at 6:05 pm and the results were 76mg/dl and the resident was feeling and acting much better. No control test was performed at the time of the incident - nurse stated that she was flustered and just grabbed a different meter, and that (B)(6) had spoken to her about the importance of performing control test. (B)(6) (central supply) did perform a control test just before calling - using the same meter and strips from the incident and the results were within range. Replacing product.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No performance failure detected.